Event description:
It was reported that the patient passed away on (B)(6) 2025 from being totally septic, due to a driveline infection. The patient was placed on comfort measures only (cmo). The onset of the infection was on (B)(6) 2025, which was identified by fatigue, weakness and weight loss. The device operated as expected and would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.